Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump rewound, primed, and seated properly when the test reservoir was detected. No rewind anomaly or prime/fill anomaly noted. No unexpected error message noted during test. Pump received with scratched case, pillowing keypad overlay, scratched keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had a rewind anomaly. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.